Event description:
A customer contacted beckman coulter inc. (Bci) regarding 'vacuum under limits' errors on the access 2 immunoassay system and cracked vacuum tubing that was disconnected. There were no injuries or exposure to biohazardous fluids.

Manufacturer narrative:
A field service engineer went on-site (B)(4) 2011 and replaced the cracked tubing and the t-fitting associated with it. Fse verified system performance to published specifications.